Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report is 1423395-2024-00128. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: "oily residue found on syringes" medline complaint #: (B)(4). Defect description: oily residue found on syringes medline part #: 26001 product description: dnq bfc syr 3ml l/l vendor part #: 301073 lot #: unknown date reported: 04/20/2022 sample received: no response needed: summary of findings and corrective action complaint reported to FDA as MDR-30 day. Reference no. 1423395-2024-00128 additional information provided on 3/15/24: 1.sample shipping details? Any photos and videos sample unavailable 2.any picture of this complaint? 3.how was treatment completed for customer? Unknown 4.can you please provide customer address? 200 e superior st, chicago, il 5.can you please provide date of event? 4/20/2022 6.please provide batch number? 309648 ¿ 1201884, 26001 ¿ unk lot

Event description:
No additional information was provided.

Manufacturer narrative:
One photo of four syringes was received and evaluated. The photo shows two loose 1 ml ll syringes and two loose 3 ml ll syringes. No non-conformities were perceived on any of them. A physical sample is required for a more thorough investigation. Please note it is possible that the ¿oily residue¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been used in this application for over 20 years, with an estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and the unintentional delivery of silicone fluid lubricant. Since the reported defect was not identified in the photo received and the batch number was not provided, a potential root cause could not be defined, and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.